Event description:
It was reported that while the patient was resting, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four inappropriate shocks and the patient was admitted into the hospital for evaluation. The device was currently programmed in secondary vector and after device optimization, the device was programmed to primary vector with the smart pass feature on. Data analysis was performed, and boston scientific technical services indicated that the over sensed signals do not appear to be mechanical or electromagnetic signals in origin. The over sensed noise appears to be myopotential and low r-wave amplitudes allowing an easy pickup of t-wave. There were also untreated episodes recorded. Technical services provided troubleshooting options such as having the patient perform different body posture to see if noise can be reproduced and suggestions to perform an x-ray. Recommendations on programming settings were provided. Additionally, x-rays were taken and there is no difference in x-rays implant versus the recent images. Isometrics and pocket manipulation were performed and unable to reproduce noise, the signals were good. Device was reprogrammed to gain 2x and left in primary vector. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.